Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the instrument had a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.04 offset at the tips. This type of failure - severely bent instrument grip tips. Is typically associated with mishandling, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument's tips were misalignment and did not allow for a proper grasp of the tissue. The procedure was converted to laparoscopic surgery with no report of patient harm, injury, or adverse outcome.